Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04605 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, the liver ablation was performed using the standard 4 cm electrode algorithm at two overlapping locations. Roll-off was achieved 22 minutes into each burn at a maximum output of 190 watts. The physician indicated that post-procedure, the patient developed skin lesions on both thighs, which were initially believed to be skin tears related to the grounding pad adhesive. However, their appearance and delayed healing are suggestive of skin burns. Additionally, two weeks after the procedure, the patient returned to the hospital complaining of dysphagia and esophageal pain. An egd (esophagogastroduodenoscopy) was performed on (B)(6) 2010 and biopsy specimens were taken at the distal esophagus. The biopsies came back negative for fungal growth, but positive for necrosis, which indicates that the patient had developed a distal esophageal burn. The physician believes the burn was caused by the temperature probe (tyco esophageal stethoscope temp sensor, mon-a-therm) used by the anesthesiologist during the procedure. The patient was treated with IV fluids, narcotics, and a medication cocktail and the symptoms, difficulty and pain with swallowing, have now resolved with this supportive therapy. However, the patient has since been diagnosed with left hepatic vein thrombosis, which required treatment of the segment. Additionally, the physician indicated that the patient has lost approximately 10 pounds since the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The physician reported that an esophageal burn occurred and was likely caused by the temperature probe. According to the directions for use (dfu) document "electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high-frequency currents even if these devices are battery powered, insulated, or isolated at 60hz (or 50hz). The risk of burns can be reduced, but not eliminated, by placing the respective electrodes or probes as far away as possible from the electrosurgical site and from the dispersive electrode." (B)(4).